Event description:
A 44-year-old male with de novo cardiomyopathy was supported with impella cp and extracorporeal membrane oxygenation after presenting in severe cardiogenic shock. Initial impella placement was verified by echocardiography, and a ramp study showed improved ejection fraction but rapid desaturation, prompting discussion of converting extracorporeal membrane oxygenation configurations. The patient developed north¿south syndrome and later suffered abrupt decompensation requiring approximately one hour of cardiopulmonary resuscitation; extracorporeal membrane oxygenation was emergently converted from veno-venous to veno-veno-arterial. The patient was tested positive for klebsiella and group a streptococcus pneumonia and exhibited severe metabolic derangements (lactate 19 mmol/l, ph 7.1 post-CPR). Despite return of spontaneous circulation and ongoing support, the patient¿s condition deteriorated with multi-organ failure. Impella position was confirmed as appropriate with adequate flows. After continued decline, the patient expired while on mechanical support. The original complaint concerned infection/multi organ failure. The impella cp was conservatively coded for bacterial infection, cardiac arrest, resuscitation and death. The patient was positive for klebsiella and group a streptococcus pneumonia during combined ECMO and impella cp support. Infection is a recognized risk in patients requiring advanced mechanical circulatory support and prolonged intensive care stay. The cause of decompensation was unclear at the time but likely related to underlying disease progression and severe infection rather than device-related. The patient expired while on extracorporeal membrane oxygenation and impella cp support after continued deterioration despite maximal therapy. Death reflects most likely the severity of the underlying condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6. Investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.